Event description:
Three endeavor sprint rx drug-eluting stents were implanted at the distal lcx (MFR report # 2953200-2009-01872, 2953200-2009-01873). At 30 day follow-up, patient was asymptomatic. Definite stent thrombosis is reported to have occurred approximately 3 months following index procedure. It is reported that this event was angiographically proven and was reported to be related to a stent implanted during index procedure. A ptca revascularization of the 1st obtuse marginal (target vessel) is reported to have on the same day. One other brand stent was implanted. A ptca revascularization (balloon only) of the distal lcx (target vessel) is reported to have occurred on the same day, due to restenosis after previous ptca. Investigator did not assess if events were related to the study stents. At 6 month follow-up, the patient displayed stable angina.

Event description:
It was reported that the patient died from pneumonia (acute respiratory distress syndrome) approximately 58 months post the index procedure. The investigator has confirmed that the event was not related to the study stent.

Event description:
It has been confirmed that during index procedure 2 stents were implanted in the cx instead of the initially reported 3.

Manufacturer narrative:
Evaluation results: (thrombosis, tvr). (Secondary intervention-revascularization).